Event description:
It was reported that during a revision procedure due to normal battery depletion (nbd) the physician experienced difficulty removing the cardiac resynchronization therapy defibrillator (crt-d) from the sub muscular pocket. While attempting to remove the crt-d from the pocket one of the three distal df-1 right ventricular (rv) lead ends broke and loss of capture (loc) was noted on the left ventricular (lv) lead. The physician elected to surgically abandon and replace the rv and lv leads. No additional adverse patient effects were reported.